Manufacturer narrative:
The device involved in this incident was rec'd for eval and investigation. The info contained herein is based on the info provided by the initial reporter and the eval of the sample. The sample rec'd was not the actual device, but was from the same lot and storage area as the device that was reported to have failed. The eval of the sheath returned found it to break when evaluated. Further evaluation is being conducted. Retain prod from the same lot number as the sheath was evaluated. No problems were identified. No breakage occurred and the prod met spec. This report is still under investigation.